Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be pacing and sensing at reset-vvi parameters. A review of the device's memory revealed that device resets had occurred. The device then followed a series of internal tests to verify the memory data. Since the pacemaker confirmed that invalid values were detected, the device reverted to reset vvi pacing, as it is designed to do. In an attempt to determine the source of the altered memory, the device case was removed. Microscopic visual inspection noted no irregularities in the telemetry coil, external components or the integrated circuitry of the device. Extensive detailed analysis was unable to determine the cause of the observed anomaly. We continue to monitor field events.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.